Event description:
Customer reportedly obtained results of 224mg/dl and 116mg/dl on the aviva system within 10 minutes. No adverse event reported. No action was taken based on device results. Requested return of suspect system and replacement was sent.